Manufacturer narrative:
The reported incident was reproduced during the hardware evaluation. The cause of the reported communication issue was isolated to an intermittent abnormal function of the single board computer module. The issue was resolved after replacing the single board computer module with a known good unit and the amplifier passed the extended communication test without further issue.

Event description:
During a case, the signal dropped intermittently. The procedure was able to be completed with delays as the system was rebooted multiple times whenever signals were lost. There were no adverse consequences to the patient.